Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the power cable to be broken. So, in order to fix the issue, the fse replaced the ac power cord (0012-00-1688-24). The unit was then handed over to the customer in good working condition.

Event description:
N/a.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit has nuh rp cable wire damage. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.